Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, the pump failed to pump with sufficient flow and pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Cartridge drivers. The analysis results found that one (B)(4) reload was received unfired and with one driver outside the pockets contained between the pan and reload. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The reload was loaded without any difficulties noted. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, some staples were missing along the staple line. It should be noted that all devices are inspected 100% for staple and drivers presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, at first, the device had a little difficulty in being loaded into the jaw for the second firing. The firing trigger could not be grasped. When the cartridge was removed from the jaw, it was found that the staple driver was broken. When the other new cartridge was loaded into the same instrument and fired, the firing was completed without any problems. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).